Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 508 (mg/dl) and small levels of ketones. Reportedly, contact was unsure of the cause but stated that the customer was disconnected from the pump for approximately a 4 hour period prior to the elevated bg levels. Customer changed their pump supplies, administered a correction bolus, and administered an insulin injection to treat their bg levels. Review of pump data by tandem technical support showed that the customer was receiving basal and bolus therapy, and did not indicate that the customer received any alarms that would delay insulin therapy. Recommendation was made to consult with their health care provider to discuss diabetes management.